Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Counterfeit tamper seals were found on pump. The investigation found the device pump with counterfeit top case. The pump event history showed an invalid syringe size error in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, during syringe delivery test. Invalid syringe size was found in middle of the syringe delivery test due to plunger head was loose and rotated. Plunger head was loose and rotated due to loosen screws between carriage and plunger tube. The root cause of the reported issue was due to incorrectly assembly by the user. The technician replaced the carriage and plunger tube. Performed maintenance (pm) and all functional testing which passed.

Event description:
It was reported that an invalid syringe size error, arm is loose when sliding out was observed. No patient injury was reported.